Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the stent delivery balloon. When introducing the 4.00x32mm liberte bare metal stent in the coronary, the stent dislodged along the balloon, fixing itself at the front of the distal mark. Additional info is not available.